Manufacturer narrative:
No unexpected failed battery test alarms, low battery anomalies, low battery alerts, replace battery alerts, replace battery now alarms or power loss alarms noted during testing. Unit passed displacement test, sleep current measurement and active current measurement. Hardware low level failure alarm (variable 3) was present in the pump trace download and hardware low level failure alarm (variable 3) alarmed during self-test due to broken trace at u1 pin 6 (sda) on keypad assembly. Unable to verify audio/absence of alarm due to hardware low level failure alarm. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had multiple pump error alarm. Customer blood glucose value was 13.0 mmol/l at the time of the incident. Customer was able to successfully clear the alarm also able to rewind the insulin pump. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.